Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented in the operation room for an initial implant. During the procedure a multi-functional catheter was used to find the coronary sinus vein. The vein was too small, the physician then used some force to insert the catheter and that caused cardiac perforation. The patient was unstable and the lead was not used. The patient was stable post procedure.